Event description:
It was reported that a merlin.net transmission revealed an alert for out of range high voltage lead impedance. A subsequent merlin.net transmission one week later revealed normal in-range high voltage lead impedance. The patient will send in weekly transmissions and the impedance measurements will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.